Event description:
It was reported that this right atrial (ra) lead exhibited low out of range impedance measurements, above 200 ohms, over the past six months for which data was available. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).